Event description:
On (B)(6) 2007 right cochlear implant placed. Nucleus freedom implant (sn (B)(4)). MFR: cochlear; (B)(6) 2016 pt had right foot MRI in 3t scanner. Pt did not know what type of implant she had but stated she had previous mris without problem. On (B)(6) 2017 at office visit with ent dr, pt reports pain over right implant since (B)(6); (B)(6) 2017 temporal bones CT scan reveals implant magnet displaced by 5mm, (B)(6) 2017 pt had surgery for revision of right cochlear implant magnet.